Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that ring #5 was damaged. This condition was not originally reported on the complaint. It was unknown how the ring was damaged. An internal corrective action has been created to investigate this condition. Deflection and contraction test was performed and catheter passed both test. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported customer complaint cannot be confirmed. For the damage ring issue, as previously stated, an internal corrective action has been created.

Event description:
During an atrial fibrillation (afib) it was reported at the beginning of the procedure when the physician tried to deflect the catheter, the catheter was not deflecting. The catheter was received on (B)(4) 2013 for further analysis. Upon receipt, the catheter was visually inspected and it was found that ring #5 was damaged. This condition was not originally reported on the complaint. Due to this condition this event is now a MDR reportable event. Alert date was reset to (B)(4) 2013.